Event description:
On (B)(6) 2011, rayner intraocular lenses limited received initial communication from the german distributor regarding the development of opacification in a pt fitted with a rayner superflex 620h iol. The details that have been provided are as follows "lens needed to be explanted due to a lens opacification".

Manufacturer narrative:
This event has been allocated the reference number (B)(4). Our review of manufacturing records for this batch show that normal manufacturing and sterilisation were recorded. Complaints since (B)(6) 2008, the month of manufacture, were reviewed; no complaints of any type have been received against the superflex 620h batch 028e78872. The superflex 620h intraocular lens is not available in the united states of america.